Event description:
The patient reportedly experienced a skin flap infection. The patient was prescribed antibiotics, ciproxin for 36 days. The patient's device was explanted. The patient is currently doing well and free of infection.